Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on distal edge of the objective frame and dents and scratches on outer tube. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rigid video scope malfunctioned and presented a blurry image. The issue happened during an unspecified procedure. There were no reports of patient harm.